Event description:
Material no.: 384008 batch no.: 8297893. It was reported that during use of the bd introsyte-n autoguard shielded introducer the introducer tore and broke while trying to peel it apart. The central line was reinserted. The incident occurred on (B)(6) 2019. Baby girl, 2 days old. PICC line placed at left antecubital. When trying to remove the introducer off of the line one of the purple pieces broke off making it impossible to get the introducer sheath off of the line. Line had to be pulled out and baby re-stuck again.

Manufacturer narrative:
H.6. Investigation: bd received 2 introsyte-n autoguard introducer 26 gauge units from lot 8297893 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and they were missing the appropriate indicators along the peel away sheath. Next, the engineer attempted to peel the sheath and resistance was felt during peeling. Based off the visual inspection and testing the engineer was able to verify the reported defect. This was determined to have been a manufacturing defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 384008, batch no.: 8297893. It was reported that during use of the bd introsyte-n autoguard shielded introducer the introducer tore and broke while trying to peel it apart. The central line was reinserted. The incident occurred on (B)(6) 2019. Baby girl, (B)(6). PICC line placed at left antecubital. When trying to remove the introducer off of the line one of the purple pieces broke off making it impossible to get the introducer sheath off of the line. Line had to be pulled out and baby re-stuck again.